Event description:
The account alleged the head hi/low is drifting down slowly. He replaced the valve but the issue remains.

Manufacturer narrative:
The account stated they were ordering a manifold. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.